Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list infection, bleeding and renal dysfunction as potential adverse evenst that may be associated with the use of heartmate ii left ventricular assist system.: a review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic on (B)(6) 2018 and ciprofloxacin and doxycycline were initiated due to a possible percutaneous lead (driveline) infection with drainage that was cultured. The patient was seen in clinic again on (B)(6) 2018 and another culture was taken. Both cultures came back negative. The patient was seen in clinic on (B)(6) 2018 and was admitted to the hospital for worsening drainage to the driveline. The ciprofloxacin and doxycycline were stopped and patient was started on IV vancomycin and rocephin. Blood and driveline cultures were negative but drainage did not improve so rocephin was stopped and cefepime was started. A computed tomography of the abdomen showed worsening inflammation and development of fluid collection around the driveline. The patient received incision and drainage (I&d) and a wound vac was placed on (B)(6) 2018. Cefepime was stopped and meropenem and micafungin were started. Culture obtained from I&d came back positive for aspergillus antigen so micafungin was stopped and voriconazole was started. Afb culture came back suspicious of mycobacterium abscessus. Meropenem was stopped and cefoxitin, moxifloxacin and clarithromycin were started. Vancomycin and voriconazole were stopped as repeat cultures did not point towards a fungus or (B)(6). The patient had a washout and a wound vac reapplied on (B)(6) 2018 and had some debridement of tissue. The patient had an omental flap placed to the exposed driveline per plastic surgery team on (B)(6) 2018. Moxifloxacin and clarithromycin were stopped and amikacin and tigecycline were started. On (B)(6) 2018 the patient had a revision of the omental flap as a section had become non-viable. The patient was scheduled for skin graft surgery on (B)(6) 2018, however this was cancelled due to the patient's worsening condition. The patient had developed an acute kidney injury due to prolonged usage of antibiotics and antibiotics were held on (B)(6) 2018 due to elevated creatinine but were resumed on (B)(6) 2018. The patient had also begun bleeding in the abdominal cavity with retroperitoneal bleed and low flow alarms which continued at times the following day. The patient was transfused with several units of packed red blood cells due to the retroperitoneal bleed. No additional information was provided.

Manufacturer narrative:
Event description: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted controller event log file captured transient low flow fault flags on (B)(6) 2018. These faults resulted in four low flow hazard alarms which lasted up to approximately 14 seconds in duration. The controller periodic log file also captured low flow hazard alarms on (B)(6) 2018; however, a specific duration of these alarms could not be conclusively determined through this evaluation. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The heartmate 3 lvas instructions for use (IFU) lists driveline infection, bleeding, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. In addition, this IFU provides an explanation of all pump parameters, including pump flow. The low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. This IFU and the heartmate 3 lvas patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. These documents also provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had a skin graft taken from the right thigh to cover the wound on (B)(6) 2018. The wound vac was removed on (B)(6) 2018. The patient was discharged home on (B)(6) 2018 with parenteral antibiotics and remains ongoing.